Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found the mechanism failed the side occlusion test as it was out of tolerance. The mechanism was replaced. The device was calibrated, the distal pressure and occlusion sensors were adjusted, the unit was cleaned and disinfected, the circuit boards were inspected. The case was checked for damage and tested on a simulator. The suspected root cause was the pressure sensor of the mechanism relaying the incorrect pressure readings. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the pressure on the unit was 41 psi and 47 psi with no alarm on the unit (two different pressure meters were used). Error code e379 displayed. It is unknown if there was patient involvement. No additional information is available.